Event description:
Pt underwent spinal surgery for spondylolisthesis of l5-s1 in 2009. Immediately postoperatively in the suite the surgeon was concerned about the views he obtained related to the hardware. He then obtained oblique views and could see the separation of the head of the sextant screw from the primary portion of the screw itself. Pt was returned to surgery the next day, to have the screw replaced. Date of use: 2009. Diagnosis or reason for use: spondylolisthesis.